Event description:
It was reported that during tsa surgery, when the surgeon was making a peg hole using a drill guide, the large drill bit on the angle driver broke. It is unknown whether the broken piece was left in the pt.

Manufacturer narrative:
Additional info has been requested and if received will be supplied in a supplemental report.